Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. An (as-received) simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. During a simulated treatment, a dc (drain complication encountered) warning occurred, as expected, when intentionally restricting the patient line during a drain phase. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who overfilled in drain 4 of 6 and experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having drain complications. A review of the patient¿s treatment records identified that the patient drained 2905ml during drain 4 of treatment. This drain volume is greater than 200% of the patient's prescribed fill volume of 1301 ml. As a result of the iipv event, the technical support representative advised the patient's nurse to discontinue use of the cycler. A new cycler was issued to the patient. Upon follow up with the patient, it was confirmed they did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated they were able to complete treatment on the day of the reported event using manual drains. The patient has received a new cycler and continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who overfilled in drain 4 of 6 and experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having drain complications. A review of the patient¿s treatment records identified that the patient drained 2905ml during drain 4 of treatment. This drain volume is greater than 200% of the patient's prescribed fill volume of 1301 ml. As a result of the iipv event, the technical support representative advised the patient's nurse to discontinue use of the cycler. A new cycler was issued to the patient. Upon follow up with the patient, it was confirmed they did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated they were able to complete treatment on the day of the reported event using manual drains. The patient has received a new cycler and continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The cycler was reported to be available for return to the manufacturer for physical evaluation.